Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on (B)(6) 2024. Fiducial markers were placed transperineally. The procedure was performed under general anesthesia. During hydrodissection, prior to the procedure, aspiration of the perineal space was performed to check for blood indicating placement in a vein. No blood was noted during aspiration. After the procedure it was noted that the hydrogel appeared to have traveled up a pelvic vein on the left side, out of the pelvis, and was at the level of 2/3 of the way up a full bladder. At the time of this report, the embolism risk has been ruled out. The patient is asymptomatic, and his external beam radiation treatment has not started yet.